Event description:
During the procedure, the deltaplush cerecyte microcoil (B)(4) was not taking loops in the aneurysm, and it was kicking back the prowler lpes microcatheter again and again. Finally coil was tried to resheathed, but it dint resheathed properly. After the event, the same microcatheter was used to complete the procedure with another coil. A constant and dedicated saline source was used at all times, and the microcatheter was not re-shaped. After the event, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc), and the coil remained attached to the delivery system. The target site was the daca that was medium. There was no patient injury and the device will be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the deltaplush cerecyte microcoil (cpl10015130/ c12948) was not taking loops in the aneurysm, and it was kicking back the prowler lpes microcatheter again and again. Finally coil was tried to resheathed, but it dint resheathed properly. After the event, the same microcatheter was used to complete the procedure with another coil. A constant and dedicated saline source was used at all times, and the microcatheter was not re-shaped. After the event, no other damages were noticed on the devices (kink, bend, stretched, fracture, separate, etc), and the coil remained attached to the delivery system. The target site was the daca that was medium. There was no patient injury and the device will be return for analysis. The coil was returned with minor compression to the proximal section of the coil with the remainder of the coil undamaged, however, the coil was found to be functional. This minor damage found to the coil was not from manufacturing. The core wire and the coil were found completely outside the sheath upon receipt. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The damaged v notch edge has been raised above the surface plane. The locking mechanism has compression and stretching damage. Located approximately 59.0 centimeters off the proximal end of the sheath, is a section of an opened skive with mechanical damage to the sheath caused by the resheathing tool and the core wire. The coil was backloaded into the introducer sheath for testing purposes. Using an in-house prowler select lpes microcatheter, the returned coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. There are two possible contributing factors to the coil being unable to loop or break over inside the aneurysm, the microcatheter losing the target aneurysm multiple times, and the resheathing difficulty. These contributing factors may have worked in tandem or separately producing similar results. The primary contributing factor to the field complaint occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism and later the sheath became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which most likely caused the minor compression damage to the proximal end of the coil which may have somewhat "stiffened" the last secondary loop of the coil. This binding action which appears to have occurred in multiple sections of the sheath may have also caused the microcatheter to be "pulled" away from the target aneurysm multiple times. Furthermore, this binding action may have caused the core wire and coil to completely exit the introducer sheath. In this condition, resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3." The secondary contributing factor to the field complaint may have been due to distal interference. This interference may have been due to the coils already dwelling inside the aneurysm which may have prevented the last secondary loop from entering the aneurysm giving the false impression that the coil was not breaking over, on itself, or an unknown source of interference from the inner lumen of the microcatheter. The exact source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the prowler select lpes microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Due to the nature of the issue, the difficulty encountered during position of the coil and rezipping difficulty could not be evaluated. The cause of the damages found on the device and component could not be conclusively determined; however, based on the information it is likely related to post procedural handling/packaging/return. Based on the analysis and the device history records there is no indication of a relationship to the manufacturing process. It is possible that vessel/aneurysm characteristics contributed to the event; however, no definitive root cause conclusion can be made. Additionally inspections are in place to ensure devices are within specification prior to leaving the facility. Therefore, no corrective action will be taken at this time.